Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the surgery took place on (B)(6) 2025. It was further reported, the fracture of a long gamma3 nail in the area of the femoral neck screw, as well as fracture of a 5mm distal locking screw. No further information was provided.